Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the cartridge was leaking. Customer¿s blood glucose level ranged from 158-175 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.